Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had halos and glare. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as other subjective visual disturbance. Additional information has been requested and received stating patient was correctable to 20/20, but states the vision was very poor quality and blurry. Also complains of glare and halos at night. Originally thought possibly due to dry eyes, but treatment did not improve quality of vision. In physician's opinion the iol did not contributed to the event but possibly due to history of refractive keratectomy.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in h.6. (FDA patient code - f2303 - medication required added). The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the current company, 20.5 diopter, (1.5 extended depth of focus) lens was replaced with a 20.0 diopter, non-company, light adjusting lens model. The product has not been received to evaluate. Additional information was provided that it was originally thought the event was due to dry eyes, but treatment did not improve quality of vision. It was provided that, in the surgeon's opinion, the event was possibly due to a history of radial keratometry. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).